Event description:
Escaped silicone from ruptured and non-ruptured implant diagnosed as responsible for: auto-immune disease, connective tissue disease, (35% total disability as of 12/93), development of silicone granuloma in both breasts, preventing earlier detection of existing fibrocystic cysts (both breasts) diagnosed as pre-cancerous.